Manufacturer narrative:
Product analysis: it was further noted that an electromagnetic interference(emi) repair was performed to fix the screen issues and the software was reinstalled and updated to the latest version. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer failed the finger touch test for cursor misalignment. It was noted that the cursor jumped up and down in the "clinical diagnostics" menu but never activated the "emergency button". It was further tested and issue was observed intermittently. Additionally, it was noted that the lower bullets are worn, paper drawer was broken, light emitting diode (led) window in uppercase radiofrequency (rf) head was loose and had a small crack, stylus pen was defective caused by a break in cable and tip from stylus pen was bent little and loose. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer failed the finger touch test for cursor misalignment. It was noted that during the interrogation of an implantable cardioverter defibrillator (ICD), an attempt was made to access the clinical diagnostic menu within the data section. While navigating the menu, the cursor intermittently activated the emergency button. There was no patient involvement.